Manufacturer narrative:
As per tandem user guide: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. The system is magnetic resonance (mr) unsafe. You must take off your pump, transmitter, and sensor and leave them outside the procedure room if you are going to have any of the above procedures. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer changed cartridge and an unspecified malfunction alarm occurred. Customer reported x-ray exposure; however protecting the pump with the lead apron. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.